Event description:
It was reported that the temp sensing extension cable for philips tends to come out easily, causing issues during the operation. The physician would like to know if any improvements will be made in the future.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states: - do not autoclave or sterilize the monitor cable by ethylene oxide. - wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant. - dry thoroughly. The labeling is found to be adequate as it states. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temp sensing extension cable for philips tends to come out easily, causing issues during the operation. The physician would like to know if any improvements will be made in the future.